Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event was reported. The patient's mother stated that the patient experienced a hypoglycemic event in which the receiver did not alert for low glucose values. The patient's mother indicated that the receiver did not alert; however, she was alerted for the low with the receiver's vibration. She stated the patient's blood glucose was around 51 mg/dl and the patient started to have a cramping seizure. The ambulance was called, and the patient was transported to the hospital. Treatment at the hospital is unknown. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was downloaded and evaluated with no related errors observed. A communication tool audio test was performed and the tests passed. "Try it" manual tests were performed and the tests passed. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and it registered within specification. The reported event of intermittent audio output was not confirmed. The root cause could not be determined.